Event description:
The senior medical affairs specialist mailed a letter since the pt's family member could not be reached by phone. In 2004 the pt's family member called lfs on pt's behalf alleging that their one touch ultra meter would not power on. The last test performed on the meter was 4 days ago at 9:30pm. The pt had been experiencing abdominal pains and had been unable to obtain a blood glucose result. No actions were taken following the attempted use of the meter. They were taken to the e.r., where a blood glucose reading of 1141 mg/dl was obtained on the ER meter. The pt was almost declared as going into a diabetic coma. They were admitted to ICU and administered insulin. Pt was still hospitalized at the time of call. The customer service representative confirmed that the pt had been using the correct type of test strips. The meter would power on with the power button; however, it would not when a test strip was inserted into the test strip port. Based on the troubleshooting, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Although additional info was not available, there is also evidence that the pt experienced injury and medical intervention due to the product malfunction. Pt's meter, test strips, and control solution were replaced.